Event description:
On 05/30/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cable snapped on the instrument during use.

Manufacturer narrative:
The 8 mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm prograsp forceps instrument was available for return to isi for evaluation. Customer confirmed that no fragment(s) fell into the patient due to cable breakage on the instrument. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information was not provided. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.